Manufacturer narrative:
H6: previously applied fdc d16 code has been updated to d1102. B5 correction: additional information has been added. D10: other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: previously applied fdc d16 code has been updated to d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the troubleshooting, site decrease the threshold to 25 and stim was at 1.0. They were not seeing much happen on the screen but could hear that it was stimming and see it with their eyes too. Decrease the threshold to 20 and stim to 1.4 they were able to see that it was responding at 20uv. Event capture was turned off so that they can see the number changing easily.

Event description:
It was reported that during the thyroid case, system was not reacting the way they would like. There was a delay of less than one hour and no patient injury.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/226284874, UDI#: (B)(4). H4: device manufacturing date: 30.03.2023. H6: fdm-b17, fdr-c20, fdc-d16 and img-g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.